Event description:
Related manufacture ref: 3008452825-2022-00081. During an atrial fibrillation ablation procedure, contact force could not be obtained which delayed the procedure. When the ablation catheter was connected to the tactisys for ablation, no contact force was shown on ensite precision. The generator made the tone that it recognized a catheter but contact se force did not appear. Temperature and impedance were visible, but no force. It was questioned whether the tactisys was the issue, so the unit was replaced. When attempting to connect the catheter into the new tactisys, an error was noted stating: "single use catheter only" which is typical when trying to connect tacticath to another tactisys. The generator, amplifier and tactisys were power cycled with no solution to the force problem. It was concluded that the catheter was the issue and second tacticath was obtained. When the second catheter was plugged in, the same issue occurred (no force but temperature and impedance data appeared). A third tactisys was pulled, the dws was rebooted and when the third catheter was connected, it functioned as intended and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.